Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when about to perform intestine stapling during a laparoscopic hemicolectomy, the surgeon was able to press the green button but the handle was not squeezed. The stapler did not fire. A crack was also heard when the trigger was freed. Another stapler was used. There was no patient injury.